Manufacturer narrative:
Results of investigation: the suspect device was not returned to vyaire medical for evaluation. However, the root cause was determined due to defective inspiration valve nt. Cfb logs visible on logs was due to factory reset performed by the customer. As a resolution, vyaire initiated to ship a new insp. Block replacement to customer.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). H3: 81 others: the suspect device has not been returned for evaluation. Furthermore, no root cause has been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available. H3 other text : device not return yet.

Event description:
It was reported to vyaire medical that the bellavista1000 us had tf 401 - inspiration valve or device leaky. Furthermore, there was no patient associated with the event.